Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the lap coli shealth arched and put a hole in shealth and cracked in l hook and smelt like burning left a mark.

Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Probable root cause for the reported failure involving this device could have been caused by: insulation melting, excessive cauterization, power set too high, manufacturing/assembly error, user misuse or overuse, re-use of disposable device. (B)(4).

Event description:
It was reported the lap coli sheath arched and put a hole in sheath and cracked in l hook and smelt like burning left a mark.